Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned tasp exhibits signs of repeated use (nicks, gouges) the dovetail feature is flared, and is fractured on the medial side of post. Fragment not returned. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Investigation results concluded the most likely root cause of the event is a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a fractured instrument was returned. No adverse events were reported. Attempts have been made and no further information is available.